Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 55 months ago. Aneurysm and vessel morphology at the time of implant were not reported. The pt has chronic end stage emphysema. It was reported that there was a type 1 endoleak found recently and this was attributed to aneurysm remodeling and to dilatation of the aortic neck. The aortic neck dilatation was due to 2 type 2 endoleaks that were originating from lumbar arteries. The pt requires a cuff for repair of the type 1 endoleak; however, has declined the repair due to his condition. No add'l clinical sequelae were reported.

Manufacturer narrative:
(Requires secondary intervention).